Manufacturer narrative:
There is no evidence to suggest that the nrg transseptal needle caused or contributed to the reported incident. However, as the nrg transseptal needle was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure or malfunction.

Event description:
A patient was reported to become hypotensive during a procedure in which the nrg transseptal needle was used for transseptal puncture . Pericardial effusion was diagnosed via echocardiogram. Pericardiocentesis was performed to stabilize the patient. It was not confirmed if the transseptal puncture was completed or if there were any complications related to transseptal access. No further information was provided in relation to the cause of the effusion. There is no evidence to suggest that the nrg transseptal needle caused or contributed to the reported incident. However, as the nrg transseptal needle was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure or malfunction.